Event description:
Info received indicates the head section was up 20 degrees and wasn't able to be lowered.

Manufacturer narrative:
The tech found the head section gas spring was bent. He replaced the gas spring to repair the stretcher.